Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The official cause of death is unknown. The customer had brain damage and lack of oxygen to the brain due to a fall. The customer had been on and off the insulin pump since (B)(6) 2015, due to the insurance company not covering the cost of insulin. The customer had an incident of low blood glucose in a store, bottomed out, and was hospitalized. On (B)(6) 2016, she had another incident of low blood glucose; bottomed out, hit her head on the table, was unconscious for two days before being found. Her blood glucose was 300 mg/dl. She was hospitalized for two weeks but never regained consciousness. A couple of years ago, she had strokes. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure how long the device had been disconnected. The caller does not know where the insulin pump is or if the customer still had it.